Event description:
It was reported that during maintenance, the subject device had a cut in cord. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected field: h6 for investigation finding code c0703 (leakage/seal). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during maintenance, the subject device had a cut in cord. There was no patient involvement.

Event description:
It was reported that during maintenance, the subject device had a cut in cord. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.